Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and was unable to replicate the reported issue. The device data was downloaded and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The third-party service agent contacted physio-control to report that their customer's device did not initially detect its electrodes, during patient use. The electrodes were only detected after repeated disconnecting and connecting. In this state, the device may not be able to provide therapy, if it were needed. Physio-control contacted the service agent in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
Physio-control reviewed the downloaded electronic patient records and was able to verify the reported issue. During the reported event the device had logged a leads off message, indicating that the electrodes were no longer detecting a patient connection. The used electrodes could not be evaluated. The cause of the reported issue could not be determined.

Event description:
The third-party service agent contacted physio-control to report that their customer's device did not initially detect its electrodes, during patient use. The electrodes were only detected after repeated disconnecting and connecting. In this state, the device may not be able to provide therapy, if it were needed. Physio-control contacted the service agent in order to obtain additional information about the patient and event; however, no response was received.